Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c3 aneurysm with a max diameter of 5mm and a 3.2mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was moderate. The landing zone was 5.1mm distally and 5.5mm proximally. It was reported that during the delivery procedure, the solitaire fr stent encountered resistance when entering the proximal of the rebar microcatheter. The doctor pushed the stent out for safety and replaced it with a new stent. The surgery was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID sfr-6-30 (d020627); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage to the stent was observed after removal, and no kink or damage to the catheter was noted.